Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. There was difficulty applying occlusive pressure and it was necessary to evacuate blood from the sheath. Difficulty was also noted in deploying the collagen. The pt was discharged. Three days later, the pt was admitted to the ER with pain in the lower right leg. The pt was then taken to the or where the collagen was removed from the pt. Pathology reports revealed plaque and organized blood clot consistent with thrombus. The pt was discharged and no further complications were reported.